Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, multiple episodes of non sustained ventricular tachycardia were recorded. Review of the electrograms revealed that the right ventricular lead exhibited oversensing of noise. Lead measurements were within normal range. The device was reprogrammed to tachy therapies off. No further intervention was performed. Patient was stable.